Manufacturer narrative:
Product event summary: at analysis it was noted that though the device was received in good cosmetic and mechanical condition and it passed its automated testing, the battery contacts were found to be contaminated, the battery drawer was damaged and there were parts missing from the backside of the device. All affected parts were replaced, the main board was calibrated, the battery contacts cleaned and it passed its final tests with no visual or electrical anomalies.

Event description:
The external pulse generator was returned for routine service and repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.